Manufacturer narrative:
(B)(4). There was no reported failure of the device by medical personnel and therefore, the device was not returned to the manufacturer for evaluation. A review of the device history record was performed and there were no non-conformance or reworks that could have caused or contributed to the reported event. The IFU does issue a precaution regarding the placement of the clip if a thrombus is present.

Event description:
After completion of a coronary artery bypass graft the patient was taken off bypass and the surgeon placed a clip on the laa. An intra-operative transesophageal echocardiography (tee) was performed and it was noticed that there was a thrombus inside the left atrium. Thrombus aspiration was performed and the size was reduced from 1cm to 0.25 - 0.5 cm. The patient remained under until the next day (1 day post-op) at which time upon waking up the patient it was discovered that the patient had suffered a stroke and the entire left side of the brain was blocked. The patient expired on (B)(6) 2013 (20 days post-op).